Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "aline preparation for the patient and the actual tubing leaked at one of the connections when flushed. Prepped aline for insertion and confirmed line was flushed recognized saline leakage at connection." No other information was provided. Additional information provided 04/15/2024: it was reported, "no reported adverse event or serious injury to patient or hcp. Delay in patient care as device would have been required to have been replaced."